Event description:
It was reported that during an unknown surgery, the anvil half and cartridge half were not able to be combined. The staples were protruded due to the firing knob moved forward. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 9/19/2025. D4 batch #132d10. B3: unknown; captured as awareness date. Investigation summary. The product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the glc80 device was received with no apparent damage and with a glcr80b reload no loaded in the device. The reload had the proximal 16 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. During the visual inspection, the internal tab of the anvil shroud was noted to be damaged. The anvil shroud damage did not have a functional impact on the device and is unrelated to the reported event. No conclusion could be reached on what caused the anvil shroud to be damaged. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported of staple retention and retaining cap issues was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. The event of would not close could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 132d10, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: what is meant by ¿the anvil half and cartridge half were not able to be combined¿? The anvil and the cartridge did not attach.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2025. Additional information received: the anvil shrouds damaged is the marked with a circle (¿).